Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently", and consumer failed to perform that instruction.

Event description:
Consumer's attorney claims that his client was using the heating pad on her lower back. He alleges that the auto-off did not function, which resulted in a burn to his client's back.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer's attorney claims that his client was using the heating pad on her lower back. He alleges that the auto-off did not function which resulted in a burn to his client's back.